Manufacturer narrative:
The instrument was returned and evaluated. Per the customer complaint, engineering observed that the scissor blades open and close when the input discs are manually rotated. The tips stick slightly during opening of the blades. Engineering also observed the distal end of the main tube has a 3" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis, and has a rough surface finish. Based on the location and appearance, the damage was most likely cause by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that the jaws of the monopolar curved scissors instrument are not working. No additional information was provided. No patient harm, adverse outcome or injury was reported.